Event description:
It was reported that the patient presented for a follow-up visit with an unspecified infection and pocket erosion. The device and leads were found visible from the opened incision site of the implanted device pocket. The vegetation was noted on the right ventricular (rv) lead. The patient was treated with antibiotics. The physician explanted the implantable cardioverter defibrillator (ICD) and capped the rv lead and right atrial (ra) lead on (B)(6) 2024. The rv lead and ra lead were explanted on (B)(6) 2024. A wound vac was applied to the site. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.